Event description:
It was reported that the patient was taken to hospital due to acute myocardial infarction (ami). After the patient presented, a stent was positioned and a device interrogation confirmed an right atrial (ra) lead sensing and pacing failure, along with a right ventricular (rv) lead sensing failure. The device was reprogrammed to ddd mode and it was noted that prior to the patient experiencing the ami, the lead trend showed r-wave and p-wave sensing had become "extremely low," along with a slight decrease in rv impedance measurements. It was also noted that the electrogram (egm) confirmed there was always noise in the rv tip-ring channel that remained below sensing threshold and a x-ray showed that the pacemaker was rotated by approximately 60 degrees, the atrial lead appeared to be pulled, and "the site around the sleeve was pressed seemingly." The patient was continuously monitored and a second device interrogation displayed ra undersensing, along with no rv sensing of the r-wave; as a result, the atrial output was then increased and it was noted the patient's blood pressure improved. The patient was then implanted with an inflation intra-aortic balloon pump (iabp) and an angiography of the left ventricle was performed. The physicians noted a suspected ventricular septum perforation and the device was then reprogrammed to atrial preference pacing, which improved the patient's blood pressure and the p-wave increased to a normal range. A week later the patient underwent open chest surgery to patch the perforation site that resulted from the ami and a coronary bypass surgery was also performed. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).